Manufacturer narrative:
Readings occurred with four different vials of test strips from the same lot.

Event description:
It was reported the patient received the following results within 15 minutes on system 1: 58 mg/dl, 62 mg/dl, and 99 mg/dl. On (B)(6) 2020 the patient received the following results within 15 minutes on system 2: 47 mg/dl and 129 mg/dl. Readings occurred with four different vials of test strips from the same lot.